Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that by a physician's assistant that a vns pt had a dramatic increase in seizures that was above pre-vns baseline the week prior to the report. The pt's current settings were .75/30/250/30/1.8 off & magnet settings 1.0/60/500. Moreover, the pt stated that she no longer feels normal stimulation, but does feel magnet stimulation. Normal and system tests performed at the office visit were okay, dcdc=0, eri=no. The pt denied any trauma to the site. The treating physician's assistant indicated, the pt was new to her, so she did not have any other diagnostic results other than those taken today. A search was made in the MFR's programming history database which indicated last system results available from (B)(6) 2007 had a dcdc of 2. At the moment surgical intervention may be planned for the pt. Add'l info was received through a pt identification and qualification form which indicated the pt experienced "pulling sensation". Further info was received from a company rep indicating the pt underwent re-implant surgery. An implant card was received by the MFR and indicated the pt was re-implanted with a new generator and lead due to lead discontinuity on (B)(6)2010. Good faith attempts to obtain the explanted devices have been unsuccessful to date.